Manufacturer narrative:
Patient identifier: (B)(6). ( 2 different patients). All available patient information is included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed erratic qc with falsely decreased sodium and chloride results while running on the architect c4000 module. The customer performed some troubleshooting and calibrated the ict and ran qc, all passed. The customer then experienced the following: sid (B)(6): ran at (B)(6) 2022, 13:15: sodium result: initial: 118 mmol/l and reported to physician; repeat result: 116 mmol/l and later corrected the sodium result to 141 mmol/l. Sid (B)(6): ran at (B)(6) 2022, 14:02: sodium result: initial: 145 mmol/l and instrument generated a mv error code. The customer did not know or write down the error code. The message history from the instrument does not show the error code that was generated. The customer repeated sample and generated a sodium result of 117 mmol/l. This sample result was not reported to the physician and the sample was ran at the sister hospital and those results are what was released to the patient¿s chart. The customer¿s normal range for sodium is 136-145 mmol/l. The customer confirmed there was no delay or missed treatment for the patients provided in this complaint. There were no chloride results provided by the customer. There was no impact to patient management reported.

Manufacturer narrative:
The customer replaced a contaminated cuvette dryer tip on architect c4000 processing module, serial number (B)(6), and performed the modules maintenance to resolve the issue. The contaminated cuvette drying tip was deemed the likely cause for the false depressed sodium and chloride quality control and patient results. The module function was verified with a control run. No contributing factors in the month prior to the complaint were identified in- regards to the system. The service history of the (B)(6) verifies no subsequent issues have been reported related to false elevated magnesium quality control and patient results. A review of tracking and trending did not identify any related trends for the cuvette drying tip and the architect c4000 with regards to the current issue. A device history record was reviewed and did not identify any non-conformances or deviations. Labeling was reviewed and adequately addresses the current issue. Based on the investigation, no systemic issue or product deficiency was identified.